Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced mixed product type in a pack. The following information was provided by the initial reporter. The customer stated: customer found a box of 100 tubes of bd vac plhg urine 4ml x100 368500 (lot 0273415) inside the a case of bd vac k2edta pink 6mlx100 367941 (408218). They only use bd vac k2edta pink 6mlx100 367941. Customer found a box of tube urine plh 13x75 4.0 tan (368500) in the case of tube edta plh 13x100 6.0 blblce pink.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and pcn 368500 lot 0273415 and 2 photos for investigation. Pcn 368500 lot 0273415 was manufactured 12/10/2020 in the building 1 and has already left the manufacturing site before the pcn 367941 lot 0297701 started to manufacture 04/11/2020 in building 2. 2 photographs were attached showing shelf packs on top of the case box, with a different product information on the label. Additionally, 2 shelf samples were evaluated by visual examination and the indicated failure mode for mixed catalog with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed catalog numbers. Bd was not able to identify a root cause for the indicated failure mode our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced mixed product type in a pack. The following information was provided by the initial reporter. The customer stated: customer found a box of 100 tubes of bd vac plhg urine 4ml x100 368500 (lot 0273415) inside the a case of bd vac k2edta pink 6mlx100 367941 (408218). They only use bd vac k2edta pink 6mlx100 367941. Customer found a box of tube urine plh 13x75 4.0 tan (368500) in the case of tube edta plh 13x100 6.0 blblce pink.